Manufacturer narrative:
The following additional information was obtained: the broken part of the tip was completely detached from the instrument. A fragment fell in the patient but was immediately removed. The instrument was inspected prior to use. The instrument was inspected before being mounted, and no abnormalities were found. The instrument was dissecting tissue when the failure occurred. The surgeon believes the breakage and detachment were caused by a quality defect in the instrument. No other functional issues were noticed during the procedure. The instrument had been in use for less than 10 minutes. The breakage happened suddenly. There was no collision.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the blade of harmonic ace instrument broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have one blade broken at the base. A piece approximately 2 mm x 9.50 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.